Event description:
It was reported that upon interrogation prior to the implant procedure, this implantable pacemaker displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The pacemaker was still in the sterilized box and was not opened. The physician subsequently exchanged the device to resolve the event and no patient was involved. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that upon interrogation prior to the implant procedure, this implantable pacemaker displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The pacemaker was still in the sterilized box and was not opened. The physician subsequently exchanged the device to resolve the event and no patient was involved. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. It is expected behavior for the battery voltage to subsequently recover and return to normal levels once the device is removed from the cold temperatures. The battery did recover after the device was removed from the cold.